Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that patient had the ins replaced and it only lasted two years and eight months, which was less than their previous implants. The caller stated that the patient's programming had not changed in a year and the doctor told them their therapy was set pretty low. The ins was replaced on (B)(6) 2018. Patient was redirected to follow up with the health care professional (hcp) to discuss programming and longevity. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the patient's ins only last 2 years and 8 months was not determined. The healthcare provider is unsure of the status of the explanted device.